Manufacturer narrative:
H4: the lot was manufactured between august 9, 2022 - august 10, 2022. H11: two (2) actual devices and three (3) photographs of samples were provided for evaluation. Visual inspection of the photos identified particulates seen on the port caps of the ports and tubing of the products. Visual inspection on actual sample showed a dark spot particle on cap of port 3, and red and blue fiber like objects/particles on cap of port 2 in one sample; a dark small particle on cap of port 6 and a dark particle object on or embedded in tubing was observed in the other sample. The reported condition was verified. The cause was likely due to contamination during the manufacturing (including packaging) process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix em1200 valve sets had white and dark particles. The particles were located on the tubing and valve port caps. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.